Manufacturer narrative:
(B)(4). Insulin pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the downloaded history files confirmed software error detected alarm, fault isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. Customer's blood glucose level was 221 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the fill cannula was not recorded in daily history. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.